Event description:
It was reported that, approximately one month after implant, the patient experienced diaphragmatic pacing and atrial fibrillation episodes due to a right atrial (ra) lead dislodgement that caused oversensing. The ra lead also displayed high thresholds. The ra lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the actual lead was not received for evaluation; however, performance data was collected from the device and analyzed. No anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.